Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. The technical support specialist (tss) dialed into the system, identified that the medication application displayed as unknown device, verified the data synchronization logs and identified that the device was not configured. Tss dropped the database and full synchronization was performed using the knowledge article "proper datasync procedure & how to place new db in es station", confirmed that the issue was resolved and the nurse was able to login to the system. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, users were unable to log in, and the system did not provide an option to enter a fingerprint. All users were unable to access the pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.